Manufacturer narrative:
Additional information: d9, g3, h2, h3 h6 h3 evaluation summary: (B)(6) medical conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one catheter, with a crack on the threads of its arterial luer adapter.nit was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: mozarc medical conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one catheter, with a crack on the threads of its arterial luer adapter. It was reported that the luer adapter was leaking, the reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all mozarc medical quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after two weeks of placement, a leakage occurred from the catheter hub (blue) and appears to have a crack. Managed by connecting the circuit directly to the hub without attaching a closure plug. The hub was disinfected using hexac 0.5% chlorhexidine alcohol solution applied with gauze. No use other than blood purification; no medication administration. No instruments that could place stress on the hub were used during circuit attachment/detachment. There was no infection. There was no foreign body left inside. It was stated that a new product was used and additional treatment. There was no reported patient injury.